Manufacturer narrative:
Initial reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a veterinary tibial plateau leveling osteotomy, (tplo) surgery on a canine, it was observed that the saw blade device cracked. There was a fifteen minute delay in the surgical procedure. An identical spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was broken and torn off. Therefore, the reported condition was confirmed. The assignable root cause was determined to be faulty handling. If additional information should become available; a supplemental medwatch report will be sent accordingly.